Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the m-02 error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, the customer called in from offsite to report that the erbe unit was faulting during energy activation. The caller was able to power cycle the unit, which temporarily cleared the error, but the fault recurred. Log review revealed an m-02 error on the erbe. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found the issue was confirmed using system logs and review revealed error code m-02 code 1-71, c-71, c-83, 4-87 and 3-87. Functional testing revealed that the unit generated error code m-02-3 upon startup. Additionally, a review of the internal erbe error log showed the presence of error m-02, c-00 and m-0b. The complaint regarding the erbe was faulting during energy activation was confirmed by failure analysis. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator.

Event description:
Refer to h11 for follow-up information.